Manufacturer narrative:
As received, the battery voltage of the devoce had reached its elective replacement indicator (eri). Analysis of the device image (entire memory contents) indicated that the battery and current trend were normal. A longevity calculation was performed and the device met its expected longevity requirements with normal battery depletion. A review of the autocapture diagnostics found the algorithm enabled and operating intermittently at high output mode (hom). Pacing at hom increases current drain and decreases voltage, which can affect the estimated longevity of the device. Electrical and mechanical testing in the laboratory indicated normal functionality for a pacemaker at eri.

Event description:
It was reported that the device reached its elective replacement indicator (eri) sooner than expected. The device was explanted and replaced to resolve the event and the patient was stable. There were no adverse consequences.